Event description:
It was reported that balloon rupture occurred. The target lesion was located in the saphenous vein graft. A 2.25mm x 12mm emerge balloon catheter was advanced for dilation. However, during inflation at 4 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient recovered well.